Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21, aa15 and a17 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump errors alarm and the insulin pump error alarm was reoccurred several times after battery changed. Customer also stated insulin pump was not stored with a depleted battery or without battery. No harm requiring medical intervention was reported. The device will be returned for analysis.